Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager nc balloon catheter was used during a procedure to post-dilate; however, the balloon rupture at 8-10 am during the first inflation. Another company's balloon catheter was used to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4).